Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a compromised force sensor system alarm. The customer stated that the insulin pump was squirting insulin out during manual prime process. The insulin pump was not bumped or dropped prior to the alarm and they are unable to describe drive support cap. Customer stated they were stuck in rewind complete process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with detached or broken end cap. Unable to perform functional testing including the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify rewind and a33 alarm due to detached or broken end cap. The motor was tested outside of the device and passed.